Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to clarify the extent of the damage on the conductor wire but did confirm that they did not observe any thermal damage on the instrument. The fenestrated bipolar forceps instrument was analyzed and found that the conductor wire insulation was retracted at the grip hub. Components adjacent to this wire did not show damage. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found with a damaged conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.